Event description:
This case is cross referenced with cases: (B)(4) (cluster: same reporter). This unsolicited case from united states was received on 21-mar-2017 from physician. This case concerns a female patient (age unspecified) who received treatment with synvisc one and after few days of receiving the injection patient had inflammation and loss of range of motion no medical history, past drugs, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with synvisc one injection, on dosage form once (batch/lot number: 6rsl032 and expiration date: jun-2019; route, indication: not provided) in right knee. On an unknown date in (B)(6) 2017, after few days of receiving the injection, patient had swelling, pain, and loss of range of motion. It was reported that the patient joint was aspirated and cortisone was injected to calm the inflammation three days after injection. Corrective treatment: cortisone for inflammation; not reported for loss of range of motion. Outcome: recovered for both events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # 6rsl032 expiration date (06/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 6rsl032 no CAPA was required. (B)(4) continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. (B)(4) would continue to monitor complaints to determine if a CAPA was required. Seriousness criterion: required intervention for inflammation. Additional information was received on 04-apr-2017. The suspect product expiration date and the ptc results were added. Text amended accordingly.